Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen (2 ,000.0 mcg/ml, 251.4 mcg/day) via implanted infusion pump. It was reported that a patient with pump to be changed on (B)(6) 2030, was seen last month for simple pump settings, no particular anomaly to the telemetry. The hcp saw them again today (on (B)(6) 2026) for pump filling and there have been several stalled engine alerts that are displayed between on (B)(6) 2026, most of them short except for one of 2h10 in january. The only thing that had changed since last month were the programming tablets. The hcp was inquiring about why several successive calibrations and then nothing since on (B)(6) knowing that it often happened at night. It was mysterious to the hcp. The patient didn't do arc welding, hadn't done a recent MRI, ect. According to the pump logs provided the following motor stall and motor stall recoveries were noted; on (B)(6) 2025 at 06:34 critical alarm - stalled pump motor (03) on (B)(6) 2025 at 06:42 pump motor re-energized walk after stalling (1a) on (B)(6) 2026 at 02:17 critical alarm - stalled pump motor (03) on (B)(6) 2026 at 02:37 pump motor re-energized walk after stalling (1a) on (B)(6) 2026 at 03:34 critical alarm - stalled pump motor (03) on (B)(6) 2026 at 05:48 pump motor re-energized walk after stalling (1a) on (B)(6) 2026 at 23:22 critical alarm - stalled pump motor (03) on (B)(6) 2026 at 23:58 pump motor re-energized walk after stalling (1a) on (B)(6) 2026 at 06:44 critical alarm - stalled pump motor (03) on (B)(6) 2026 at 06:52 pump motor re-energized walk after stalling (1a) on (B)(6) 2026 at 01:01 critical alarm - stalled pump motor (03) on (B)(6) 2026 at 01:09 pump motor re-energized walk after stalling (1a) on (B)(6) 2026 at 06:12 critical alarm - stalled pump motor (03) on (B)(6) 2026 at 06:29 pump motor re-energized walk after stalling (1a) according to the logs service code 529: the pump motor has stopped and has been restarted. This may be due to an MRI scan and service code 303: the time of the pump is not synchronized with the time of the controller occurred. No further information was provided.